Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of channel disconnects during unspecified infusions, with reports of corroded, damaged and discolored iui connectors. There is no report of patient harm.